Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding with large blood clots"). On an unknown date, the patient experienced pelvic abscess ("abscess"). The patient was treated with surgery (robotic assisted hysterectomy (full) with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved and the dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: more than one essure related surgery - yes. Retainer signed before- yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding with large blood clots"). The patient was treated with surgery (robotic assisted hysterectomy (full) with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved and the dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received : product indication updated. Essure explant date added. Following events were added: abnormal bleeding (menorrhagia) / excessive bleeding with large blood clots, abnormal bleeding (vaginal) and dysmenorrhea (cramping).previously reported event injury was updated to pain. Event onset date were added. Event outcome added for: pain and menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.